Event description:
Caller states that she tested on her device and obtained a reading of 98mg/dl. She states that she then tested on another device and got a reading of 469mg/dl. She reports that she went to the hosp and obtained a reading of 235mg/dl on hosp's device. She states that the hosp found increased ketones and states she was in dka. She reports being placed on an insulin drip. Caller was using expired strips. No glucose control solutions were used. Requested return of suspect device and replacement was sent.